Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning, far field r-wave oversensing and noise. It was noted there was a slight increase in right ventricular (rv) lead thresholds and a lead low impedance warning. It was also reported that the implantable pulse generator (ipg) implant detect had not turned off. The ra and rv leads remains in use. Implant detect was turned off in clinic and the ipg remains in use. No patient complications have been reported as a result of this event.